Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsi checked the subject device and found that the reported phenomenon was duplicated due to the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc considered that the reported phenomenon was attributed to the failure of the sdi component mounted on the printed-circuit board. Omsc considered that the failure of the sdi component mounted on the printed-circuit board was attributed to the accidental failure of the electronic components.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that the subject device was not working for the sdi input. The field service engineer of the olympus (B)(4) checked the subject device and found that the sdi input connector was not working which meant that the image was not displayed, however other input ports were working fine. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.